Event description:
It was reported that the fluoroscopy was not functioning. It is currently unknown if the complaint device was in use at the time of the event as this information was not provided. No patient injury or patient harm was reported in association with this event. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a planned non-emergency coronary angiographies (cag) procedure. The procedure was completed by using another system. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of generator log files as well as visual inspection found that there was a short circuit in the converter of the velera generator. The service engineer replaced the converter, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes. Health impact code was corrected.